Manufacturer narrative:
Additional, changed, and/or corrected data. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture : observed, one opening side assessed as fold flaw opening. Anxiety-product/procedure: unable to observe since it is a medical event and is not related to the device. Additional observation: no penetrating nick ( stress marks). No further actions are required as no issues with the manufacturing process are observed.

Event description:
Patient reported "exchange due to patient¿s concerns with the product plus ruptures per MRI". This record is for the right side. Device has been explanted. Physician confirmed the events of rupture and implant removal from textured to smooth due to the concerns of the product. Patient reported later "alcl results with more than 50 cc of seroma fluid accumulation". Physician reported by pathology reports "degenerative cyst".

Event description:
Patient reported "exchange due to patient¿s concerns with the product plus ruptures per MRI". This record is for the right side. Device has been explanted. Physician confirmed the events of rupture and implant removal from textured to smooth due to the concerns of the product.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, one opening side assessed, as fold flaw opening. Anxiety-product/procedure: unable to observe, since it is a medical event. And is not related to the device. Additional observation: no penetrating nick ( stress marks). No further actions are required, as no issues with the manufacturing process are observed.

Event description:
Patient reported, "exchange, due to patient¿s concerns with the product. Plus ruptures, per MRI". This record is for the right side. Device has been explanted. Physician confirmed, the events of rupture. And implant removal from textured to smooth, due to the concerns of the product.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Patient reported "exchange due to patient¿s concerns with the product plus ruptures per MRI". This record is for the right side. Device remains implanted.